Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The boards were re-seated in the workstation during the service call. The system was tested, and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently will not boot up. No pt injury was reported.